Manufacturer narrative:
Initial reporter state: (B)(6). Problem code: (B)(4). Investigation results a visual examination of the returned complaint device found that the balloon and the catheter of the device had no damages. Microscopic inspection was done and found the balloon had a pinhole, which confirms the reported event of balloon failed to inflate. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole in the distal section on the body of the balloon. Based on the available information, it is possible that factors encountered during the procedure, such interaction with any surface during the procedure could create friction on the balloon, caused the balloon leak. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the esophagus during an esophageal stenosis dilatation procedure performed on (B)(6) 2022. During the procedure, the balloon did not inflate. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event. This event has been deemed reportable based on the investigation results of balloon pinhole.